Manufacturer narrative:
The patient was subsequently released from the hospital, however, no further details about the patient or the procedure was provided by the customer. During follow-up for the concomitant devices related to this event (listed below), the customer indicated that a competitor sheath was used during the procedure which caused this issue. The details regarding the manufacturer name or model was not provided by the customer. Concomitant products: stockert 70 system, us catalog # s7001, (B)(4). Carto rmt v8 system, us catalog # m550000, (B)(4). Coolflow irrigation pump, us catalog # cfp002, (B)(4). (B)(4). The customer reported two catheters with the same catalog number but with different lot numbers. The evaluation of both the catheters is provided below: evaluation of catheter with lot # 15214929m: customer complained about the catheter would not be able to perform deflection. Catheter was tested and passed the following tests: visual, deflection, patency flow, cool flow pump, electrical, temperature and generator tests. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Evaluation of catheter with lot # 15215011m: customer complained about the catheter would not be able to perform deflection. Catheter was tested and passed the following tests: patency flow, cool flow pump, electrical, temperature and generator tests. The catheter failed visual and deflection test due to a tilt tip and the puller wire was bent, causing the defect. Despite this condition, the catheter could be deflected normally. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
During an afib ablation procedure, the customer tried deflecting ez steer thermocool nav bi-directional catheter and it would not. The customer then pulled out the catheter without deflecting and it caused a rupture of the artery in the groin. The damage was repaired and the patient was stable at the end of the procedure while still remaining in the hospital under observation.